Event description:
New information notes that the right ventricular (rv) lead was capped and replaced on (B)(6) 2024.

Manufacturer narrative:
Correction: b5 lead was capped not explanted.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing leading to pacing inhibition of pacing and varying high impedance on the right ventricular (rv) lead. No changes or interventions were performed. The patient was in stable condition.